Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the powered laser surgical instrument's fiber snapped and fired inside a sedated patient during a therapeutic ureteroscopy procedure. The event resulted in a 30-minute delay, and the procedure was completed with a backup device. There was no report of patient or user harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Additional information added to the following fields: h2, h4, h6 corrected fields: d7a, g2 (health professional should be removed on initial) the device was not returned to olympus for inspection, therefore, the customer's reported issue could not be confirmed. Based on the results of the investigation, a root cause could not be determined as the device was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.